Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim. I wanted to make you aware of a defective IV filter. Last night, during an admission, a babies blood sugar continued to decrease despite increasing the IV fluid rate and changing the type of IV fluids. Eventually the babies blood sugar was so low it was unreadable and the baby needed to have an umbilical line placed to helpfully help increase the blood sugar. Staff eventually discovered that the part of the IV filter was cracked, causing the IV fluids to leak so the baby wasn¿t receiving the IV fluids. There was also another incident that happened on monday night that I was just made aware of and there was a concern about the integrity of the IV filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz9271 and lot# 24039019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.